Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had three cracks. The battery cap on the insulin pump was stripped. Her blood glucose level was 86 mg/dl. The customer was hospitalized on (B)(6) 2014 due to a diabetic ketoacidosis and was in a coma for a week. Her blood glucose level was 566 mg/dl. She was wearing her insulin pump at the time of the emergency room visit. The tubing had air. The customer was also in a coma for three and a half months. She had a stroke and was brittle. The customer does not have a pancreas and gallbladder. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.